Event description:
A patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported that the device reached end-of-service (eos) about a month prior to this report. The patient was not satisfied with the device longevity and showed concern over timeframe for battery depletion. It was stated the patient thought their other batteries (previous inss) lasted longer. It was noted that the physician never alleged any concerns with battery life of the other replacements. No medical symptoms were reported. No further complications are anticipated.